Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection of returned material revealed damage to power extension cable showing severed wire. No other discrepancies or discernible damage to the returned power supply or power cord. Customer reported power connector plug was damaged ¿ confirmed. Root cause: defective cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis revealing exposed and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.